Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged defective catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 8808060 implantable port experienced a defective component. This report was received from one source. There was one patient involved with no patient consequences. The patient is female and (B)(6) years of age. Patient weight was not provided.